Event description:
Additional information was received from the manufacturer representative. It was reported that the cause of the event was unknown. The managing physician recommended that the patient keep in touch. It was unknown if the issue was resolved, and the rep would have more information at the patient's next refill.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving intrathecal bupivacaine, clonidine and hydromorphone via an implantable pump for spinal pain. It was reported that the patient came in for a pump refill today and they were supposed to have 3-4 ml left in the pump. When they drew the drug out, they had 27 ml left. The rep stated the patient did not say they were having any withdrawal symptoms. The rep was not with the patient. The patient was redirected to their healthcare provider to further address the issue as the rep said a motor stall was seen when they checked the pump.